Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about two months after date of implant the therapy stopped working for patient. Patient said that she was really busy and didn't make any adjustments for a while however is currently on program 4 at 6.1 and has been on this program for about a year and thinks maybe was on program 2 beforehand. Patient said that goes through ten diapers a day which is the same number before the implant. Patient mentioned that she did speak with hcp at some point and said that hcp mentioned that maybe something might have moved however no further testing has been done. When asked, patient said that she hasn't had any falls or trauma. Patient said does take two new medications and doesn't believe there have been any changes to diet. Patient said that hasn't made any further adjustments since (B)(6) 2021 as said had difficulty connecting to implant and was too busy to call. Reviewed therapy information and general programming guidance. With instruction patient connected to implant and switched to program 3 with initial setting at 1.8. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.